Event description:
A customer obtained an elevated digoxin result, above the reference range, for one patient. The initial result was 2.99ng/ml. The original sample was re-tested and two lower results were obtained (1.20 and 1.12ng/ml). The results were not reported out of the lab. No reports of death, injury, or change to patient treatmernt have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube with a gel separator, and was centrifuged at 4,000 rpm for 10 minutes. Qc resulted within specifications prior to the event. A system check performed in 2009 passed. No flags or errors were posted to the event log in association with the erronoeous result. A field service engineer (fse) was dispatched: the fse conducted a diagnostic testing which failed. The fse replaced parts, performed alignments and cleaned the wash valve. The fse then performed the diagnostic testing and qc, and all results passed. Repair was werified per established procedures and results met published performance specifications. Although hardware issues were addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.